Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received blank display. The customer¿s blood glucose level was 280 mg/dl and low 60 mg/dl. The customer reported that the screen was all scratch. The customer¿s current blood glucose level was 137 mg/dl. The customer was treated with peanut butter crackers and orange juice. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.